Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alleged under delivery. Customer's blood glucose level was 19.5 mmol/l at the time of incident and the other blood glucose level was 9.2 mmol/l. The customer was assisted with troubleshooting. The customer was treated with needles. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as nausea. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.